Event description:
We were replacing a proglide percutaneous closure system. It malfunctioned while placing it. No injury to the patient, we just exchanged for another implant. We have the defective product saved. No documentation of event in operative report.